Event description:
The customer observed a falsely depressed sodium (na) result generated on the architect c4000 for two patients. The samples were repeated on another instrument with higher results. The following data was provided (customer¿s reference range 136-145 meq/l): no sid initial result = 106 meq/l repeat = 136 meq/l sid 123617638 initial result = <100 repeat = 123 and on another instrument = 124 no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000, serial number (B)(6), and performed multiple troubleshooting procedures, including part replacement, and manually cleaning cuvettes. The fsr determined the syringe, reagent, complete (rohs) (2-89398-03) the likely cause of the result issue as the part was worn. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The syringe, reagent, complete (rohs) (2-89398-03) was determined to be the likely cause of the issue. A review of tracking and trending of the architect c4000 and the list number syringe, reagent, complete (rohs) (2-89398-03) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 and the list number syringe, reagent, complete (rohs) (2-89398-03) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier-two patients one sid (B)(6) and the other has no sid provided.

Event description:
The customer observed a falsely depressed sodium (na) result generated on the architect c4000 for two patients. The samples were repeated on another instrument with higher results. The following data was provided (customer¿s reference range 136-145 meq/l): no sid initial result = 106 meq/l repeat = 136 meq/l sid (B)(6) initial result = <100 repeat = 123 and on another instrument = 124 no impact to patient management was reported.